Event description:
When t1 was placed and the needle was retracted, t2 fell off the needle easily; it stayed in the meniscus. Device will not be returned.

Manufacturer narrative:
Device is not being returned for evaluation. (B)(4)